Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the jaws opened, but failed to close properly due to the bent needle. No abnormalities were noted with the device riveting and crimping which were within specifications. The condition of the returned incident device was consistent with the complaint that the needle was bent. However, the evaluation found that the jaws failed to close properly due to this issue. The bend likely occurred due to anatomical/procedural factors which affected the device integrity and limited its performance. Therefore, the most probable root cause is operational context.